Event description:
It was reported that the patient experienced diaphragmatic stimulation, and the left ventricular (lv) lead had exhibited a loss of capture and was found to have dislodged. The lead was initially programmed off, and was later capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935, lead, implanted: (B)(6) 2012; 5076, lead, implanted: (B)(6) 2004. (B)(4).